Event description:
End user states the left side wheellock is not holding. Additional reportable malfunction for this device; end user states her seat and back upholstery are ripping. Additional reportable malfunction for this device; end user states the footrest needs to be replaced because it is coming apart.